Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 341 mg/dl. Customer was hospitalized due to feeling sick. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Insulin pump would be replaced per customer's request.